Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that one lead had migrated resulting in the patient unable to enter MRI mode. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133021. Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention was undertaken on 26 april 2023, where the patients system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.